Event description:
It was reported that the patient underwent a right total shoulder arthroplasty. Subsequently, the patient was revised due to the glenoid delaminating from tm post. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: sagl2032, lot: 64742347, item name: 3 peg mod glen sz 2. The product will not be evaluated by zimmer biomet as it was discarded by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.